Event description:
It was reported that a user experienced persistently elevated blood glucose while using the ilet, requested a device replacement, and stated that a healthcare provider considered the device faulty, though insulin delivery was evidenced by repeated cartridge changes; troubleshooting guidance was provided regarding infusion site issues and timely follow-up. Symptoms included hyperglycemia to 400 mg/dl. Outcomes included no reported hospitalization or long-term impairment. Investigation included technical review and user troubleshooting with education on infusion site assessment and set type differentiation to evaluate potential infusion failure. Investigation of this case revealed that the device dispensed insulin, and the presentation was consistent with infusion site or infusion set-related delivery impairment rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to infusion site or set performance rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.